Event description:
The customer reported that the system had a pre-charge error and would not image. They were able to make 2-3 images and the system then started to show the error.

Manufacturer narrative:
The ge service rep replaced the battery packs. The error messages are now eliminated. The system now images properly under all fluoro and radiographic settings with no problems.